Event description:
Customer complaints blood leak during treatment. Blood flow rate 170 ml/min, tmp, 190mhg. The blood loss was about 3-5ml. No patient harm as no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.